Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional h2: additional information h6: type of investigation - additional h6: investigation findings - additional h6: investigation conclusion - additional.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor was not working. The patient stated that she was hospitalized in 2023 due to a sensor malfunction. However, the patient did not report any specific malfunction, symptoms nor treatment regarding the event. No other details were provided and the patient declined to provide additional information. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.